Manufacturer narrative:
The intuitive surgical inc. Failure analysis team replicated/confirmed the customer reported complaint. The cannula seal was found to have torn material measuring 0.083" x 0.046" in size that was not returned. The root cause of the ¿tears/torn seals¿ is most commonly attributed to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, pieces from the cannula seal broke off and fell inside the patient's abdomen. The surgeon was able to retrieve all fragments during the same procedure. The customer replaced the cannula seal with a back-up accessory of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. Has made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.